Event description:
It was reported by customer's father, romeo that the insulin pump alarmed prime alarm. Customer's blood glucose reading is 160 mg/dl. The customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with prime alarms during the prime test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.